Manufacturer narrative:
Fifteen 0037860 returned unopened in original packaging. Evaluations were performed on thirteen. The lot number of the devices ¿ 202002214 was verified. A visual inspection found eight devices had encroached into the seal of the packaging, causing the clear side and paper side of packaging to separate creating a gap in the seal, three had a small hole. One device had folds along the seal which were causing open gaps in the seal. The packaging of three devices had an open hole. One did not have any obvious defects or abnormalities. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 0037860, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.